Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that there was an attempt to implant a lead in the right ventricle. The patient had severe tricuspid regurgitation and the physician was unable to fix lead in stable position in the heart. No patient complications have been reported.